Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The device was progammed to voo mode. This device remains in service. No adverse patient effects were reported.